Event description:
It was reported that a physician attempted arteriotomy closure of the right common femoral artery using a starclose device after an unk procedure. The device was difficult to remove and the physician removed the device with applied force. The device achieved hemostasis. There were no adverse patient effects. No additional information available.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.